Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
It was reported patient underwent a right total hip arthroplasty on an unknown date. Subsequently, patient underwent a radical debridement procedure on (B)(6) 2002 due to infection. Patient underwent a reimplantation procedure on (B)(6) 2002. It was further reported patient underwent irrigation and debridement procedures on (B)(6) 2003 due to wound dehiscence; (B)(6) 2004 due to septic process; (B)(6) 2006 due to infection; and (B)(6) 2006 due to improper wound healing. Patient underwent an open reduction procedure on (B)(6) 2008 due to dislocation.